Event description:
The devices were used during a laparoscopic cholecystectomy (vlc). The er320 clips are not correctly loaded. The 35ll obturator was difficult to insert through the trocar sleeve, the hosp did not indicate the lot#. There was no consequence to the pt.